Event description:
The pt reported that on (B) (6) 2010, she changed the insulin cartridge and e7 (electronic) error was displayed. She changed the battery and was unable to clear the error. Her blood glucose elevated to 17 mmol/l (306 mg/dl) and she injected insulin via system. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.